Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, model number: corrected. Section d4, catalog number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via review of the submitted log files. The submitted controller periodic log file from (B)(4) contained data intermittently spanning approximately 201 days (24oct2019, 26feb2023 to 21sep2023 per timestamp). The controller was not connected to the driveline on 24oct2019. Given that the implant procedure was completed on (B)(6) 2019, the events recorded on this date were likely related to the setup of the equipment. The next recorded event captured (B)(4) in patient use at 19:55:16 on (B)(6) 2023. The exact time and date that the driveline was connected to this controller cannot be conclusively determined, as the periodic log file only captures data at designated intervals. The event log file contained data spanning approximately one day (14:07:50 (B)(6) 2023 to 11:30:42 (B)(6) 2023 per timestamp), and the exchange had been overwritten by newer events. Multiple attempts were made to obtain additional details including the serial number of the controller that was previously in use as well as the reason for the controller being exchanged; however, no response was received. No products were returned for evaluation, and the root cause of the equipment exchange could not be conclusively determined through this analysis. The device history records for the heartmate 3 system controller were not able to be reviewed, as the serial number was not provided. The heartmate 3 patient handbook (rev d - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev d - section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that review of the periodic log file revealed that a controller exchange was performed on (B)(6) 2023.